Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis. A trunk ipsilateral leg endoprosthesis and a contralateral leg endoprosthesis were implanted and the procedure was concluded. After the procedure, the patient renal function was decreased. Upon an intraprocedural angiography was re-confirmed, it was revealed that the right renal artery was covered by the trunk ipsilateral leg endoprosthesis. The physician stated that is because the trunk ipsilateral leg endoprosthesis was implanted with pushing up, the entire of the trunk ipsilateral leg endoprosthesis moved up and covered the right renal artery.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Manufacturer narrative:
Code 22- according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, renal (artery occlusion). H6: updated investigation conclusion code from 4315 to 22. Code 22- according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, renal (artery occlusion).